Manufacturer narrative:
Received the following: two (2) used. List #011-h3424, 12 cm (5") pur smallbore trifuse ext set, 3 check valves, 3 clamps, rotating luer; lot #unknown. One (1) used. List #011-h3424, 12 cm (5") pur smallbore trifuse ext set, 3 check valves, 3 clamps, rotating luer; lot #unknown. Two (2) used. List #unknown, extension tubing; lot #unknown. No visual damages or anomalies were observed. The reported complaint of a leak could be confirmed. All 3 returned samples were observed to have a leak on one of the check valves of the samples. The leaking check valves were observed to have a crack on the female luer. The probable cause of the crack is unknown. The potential lot numbers were reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete. Possible lot numbers: 13912225, 14092426, 13918198 and 13953135.

Event description:
The event involved a 12 cm (5") pur smallbore trifuse ext set, 3 check valves, 3 clamps, rotating luer where the customer reported that an incident occurred at the intensive and reanimation unit. The customer report stated "medical management of a patient intubated, ventilated and sedated with propofol and sufenta. Hemodynamically stable. Protocol change of manifold, tubing, octopus device and stopcock this saturday, (B)(6) 2025 at 11:00. At noon, I notice that my patient is awake with tachypnea, tachycardia and hypertension. The patient was stable a few minutes earlier, I checked the lines and I noticed that the octopus device (that was changed 1 hour prior) in which the propofol passes is cracked." The customer further reported "the patient woke up because the sedation was no longer being administered, no one was harmed, medical intervention was not required, the patient hospital stay was not prolonged, the nurses responded fast to the incident, there was a risk of self-extubating because the patient was agitated but there was no incident." The customer reported that the same incident occurred 3 times, the possible lot numbers are : 13912225, 14092426, 13918198 and 13953135. The devices were not exposed to extreme temperatures, high pressure, or other external factors, the product was stored in a dedicated room for medical devices, at room temperature, without direct exposure to light, and placed on shelves. This is report two of three.